Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set had a connection issue with a dianeal-n twin bag (baxter product). The reporter stated that the set's spike came off of the bag's port when the patient connected them. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were all performed with no issues noted. The spike diameter measured within allowable specification limitations. The reported connection issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.